Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that right ventricular lead exhibited loss of ventricular capture, sensing and low impedance. The lead was explanted and replaced. The patient was in stable condition during and post operation.